Event description:
Medtronic received information that during implant of this 23mm bioprosthetic full-root aortic valve, when the patient had come off bypass, they were was unable to adequately establish perfusion. The patient went back on bypass. A right coronary artery occlusion was suspected with potential valve involvement. As a result, the valve was explanted and replaced. A new 23mm medtronic bioprosthetic full-root valve was not in-stock at the hospital and had to be transported emergently for this procedure. The new valve was successfully implanted, however the patient subsequently expired on the table. There were no performance allegations against either valve. A cause of death was not received; there is no reported involvement of a medtronic valve in the patient's death.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.